Manufacturer narrative:
Product complaint # (B)(4). Additional pro-code: jey. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Device was used for treatment, not diagnosis. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Medwatch report mw5090782.

Event description:
It was reported that during an unknown procedure on (B)(6) 2019, a 1.3mm titanium self tapping cortex screw was dropped into the cisternal spaces and could not be retrieved. The issue happened while the surgeon was securing an unknown plate in place. It was mentioned that a flat 2-3mm portion of the plate was secured in a knot to what would be the inferior branch of the microplate. The plate was tightly tied and was bent so that it was slightly flexed. In order to place the screw, the surgeon drilled a 6mm screw into the hole plate where eventually the event had occurred. It is unknown if there was a surgical delay. Patient status and surgical outcome were unknown. Concomitant device reported: unknown plate (part # unknown, lot # unknown, quantity unknown), unknown screw (part # unknown, lot # unknown, quantity unknown), unknown drill bit (part # unknown, lot # unknown, quantity unknown), unknown knot (part # unknown, lot # unknown, quantity unknown). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).